Event description:
It was reported that the health care professional (hcp) requested a review of presenting electrogram (egm) for the patient with this cardiac resynchronization therapy defibrillator (crtd) to confirm left ventricular (lv) lead capture. Technical services (ts) agreed there appeared to be loss of capture (loc) and noted a wider qrs as well as little signal likely in the lv refractory period that is not sensed. Ts noted that previous qrs was narrow and little signal was not present. Additionally, it was noted that the patient has a history of diaphragmatic stimulation. Subsequent review determined there had been a high out of range pace impedance measurement spike in the lv lead that has now dropped and remains within normal limits. The health care professional (hcp) discussed plan of in clinic review of the patient device. This crtd remains in service. No additional adverse patient effects were reported. Additional information was received, this crtd left ventricular (lv) lead only had one vector with capture and with high capture threshold. This crtd remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the health care professional (hcp) requested a review of presenting electrogram (egm) for the patient with this cardiac resynchronization therapy defibrillator (crtd) to confirm left ventricular (lv) lead capture. Technical services (ts) agreed there appeared to be loss of capture (loc) and noted a wider qrs as well as little signal likely in the lv refractory period that is not sensed. Ts noted that previous qrs was narrow and little signal was not present. Additionally, it was noted that the patient has a history of diaphragmatic stimulation. Subsequent review determined there had been a high out of range pace impedance measurement spike in the lv lead that has now dropped and remains within normal limits. The health care professional (hcp) discussed plan of in clinic review of the patient device. This crtd remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested a review of presenting electrogram (egm) for the patient with this cardiac resynchronization therapy defibrillator (crtd) to confirm left ventricular (lv) lead capture. Technical services (ts) agreed there appeared to be loss of capture (loc) and noted a wider qrs as well as little signal likely in the lv refractory period that is not sensed. Ts noted that previous qrs was narrow and little signal was not present. Additionally, it was noted that the patient has a history of diaphragmatic stimulation. Subsequent review determined there had been a high out of range pace impedance measurement spike in the lv lead that has now dropped and remains within normal limits. The health care professional (hcp) discussed plan of in clinic review of the patient device. This crtd remains in service. No additional adverse patient effects were reported.